Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient presented with loose epithelium on both eyes (ou) on same day of treatment. A brief description from the surgery center indicated that there was loose epithelium on both eyes. The left eye (os) was debrided and bandage contact lenses (bcl) were placed on both eyes. The patient¿s comments were of understanding and happy with treatment. Pre-op best corrected visual acuity (bcva) from (B)(6) 2017: right eye (od) pre-op 20/20 -2.25 x -1.25 x 135; left eye (os) pre-op 20/20 -2.25 x -.75 x 4.